Manufacturer narrative:
Revision occurred after 5 months due to instability. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 5 months after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to instability at the implant site. A 24 mm + 3 lateralized glenoid baseplate, 36 mm centered glenosphere, 36 mm + 3 standard humeral cup, and 4 screws were explanted. These items were replaced with a 24 mm + 6 lateralized glenoid baseplate, 6 mm post extension, 40 mm centered glenosphere, 40 mm + 3 humeral stability cup, 9 mm spacer, and 4 screws.